Event description:
It was reported that during a laparoscopic cholecystectomy when the physician placed the clips, the clips crossed and were loose and fell off. The clips did not ¿work¿ on three attempts. The clips crossed before tightening; then another clamped distally but was loose. The physician ¿did not grab too hard, etc.¿ another clip applier was used to complete the procedure. There was no delay and no pt harm.

Manufacturer narrative:
Final device investigation found no obvious damage to the device. The device passed all functional testing criteria. The clips fired from the device came out with proper pinch and alignment.